Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of 438 mg/dl. Air bubbles were observed in the tubing. Tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer administered a correction bolus with a pump and with a manual injection to address bg.